Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.5cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician placed the lead in the right ventricular apex and tested it through the pacing systems analyzer before screwing the helix in. There was noise present with no clear r-waves. The lead was repositioned several times and, even with the helix screwed in, the same noise and no r-waves were present. After more attempts, the lead was placed with visible r-waves but the pacing impedance was high. The lead was removed and replaced due to concern that the lead was fractured. The patient was in stable condition.